Event description:
Doctor's office called reporting patient had a reaction to the desensitizer, her lips swelled. Explained that hema in the desensitizer can cause swelling of the lips if patient is allergic. Instructed to discontinue using the desensitizer indefinitely and let her mouth heal before continuing to whiten.